Manufacturer narrative:
This report is for an unknown construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hashimoto, t. Et al (2002), clinical results of single-level posterior lumbar interbody fusion using the brantigan I/f carbon cage filled with a mixture of local morselized bone and bioactive ceramic granules, spine, vol. 27 (3), pages 258-262, doi: 10.1097/00007632-200202010-00011 (japan). The aim of this retrospective study is to report the clinical and radiologic results of plif using the brantigan I/f cage for lumbar degenerative pathologies with instability. Between july 1997 to october 1998, a total of 25 patients (14 male and 11 female) with age ranging from 17 to 23 years (mean 44 years) underwent single-level plif. Surgery was performed using brantigan I/f cage (depuy acromed corp., (B)(4)) in all patients, steffee variable screw placement pedicle screw system (depuy acromed corp.) In 20 patients and the moss-miami pedicle screw system (depuy acromed corp.) In 5 patients. Mean postoperative follow-up was 2 years 7 months (range 2 years to 3 years 1 month). The following complications were reported as follows: 2 patients had dural tears repaired at surgery without sequelae. 2 patients had thrombophlebitis of the lower extremities. 2 patients had collapsed fusion with loss of maintenance of disc height and correction of the slip. 2 patients who had intervals of 10 and 11 months from surgery to fusion were considered to have delayed union. This report is for an unknown depuy spine screw/rod construct. This is report 3 of 3 for (B)(4).